Event description:
Reporter indicated that the pt's device was registering high impedance on a system diagnostics test. There is no known manipulation or trauma that is believed to have possibly caused the onset of the high impedance. The pt's treating physician stated that the pt would be sent for x-rays to assess the lead, but it is unk if those x-rays have been performed. Attempts for further information from the pt's treating neurologist, including information on the x-rays, and possible interventions for the issue, have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death serious injury.